Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that their tooth was slashing my gum. The patient stated that about 5 weeks ago at dinner the patient had soft- vegetables and chicken no bones, their number 7 was throbbing pain from the chipped area/gum. The patient said no existing trauma and that the tooth was fine prior to byte aligners. The patient also said that the upper and lower teeth do not make contact.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.